Event description:
The portex tracheal tube (3.0 mm) had complete resistance for the introducing ballard suction catheter. No injury to the patient. The problem occurred only with lot# 1534918 of portex tracheal tube. Reported the problem to the manufacturer, the portex tracheal tube lot# 1534918 was removed from usage.